Event description:
The customer reported that: "the lower (distal) hole of the stryker tibial centromedullary nail was not adapted to the diameter required for the 4.2 drill bit. This led to great difficulty for the surgeon. Resistance was felt by the surgeon when inserting the drill and also when positioning the screw. In addition, when removing the drill bit, pieces of titanium were found on it."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is implanted in patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "the lower (distal) hole of the stryker tibial centromedullary nail was not adapted to the diameter required for the 4.2 drill bit. This led to great difficulty for the surgeon. Resistance was felt by the surgeon when inserting the drill and also when positioning the screw. In addition, when removing the drill bit, pieces of titanium were found on it."